Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture (loc) and variable pacing impedance on the right atrial (ra) lead channel. The ra lead is a non-boston scientific product. The pacing impedance remains within range, however, there was an overall downward trend. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported.